Event description:
On 7/11/2022, it was reported by a sales representative via email that an ar-1588r-ib acl repair tightrope would not pass through the button and eventually the wire broke as surgeon tried to pull it through. Case was completed using another ar-1588r-ib acl repair tightrope without further issues. This was discovered during an acl repair procedure on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.